Event description:
It was stated that the customer was hospitalized for low blood glucose levels of 151 mg/dl. It was also stated that the insulin pump was exposed to an MRI scan about six to seven months prior. The displacement test was performed and the insulin pump passed the test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.